Event description:
Customer's mother reported that her daughter went to the emergency room on friday (B)(6) 2012 for a blood glucose of 575 mg/dl. No specific info about history leading up to the event or treatment at the ER was obtained.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification record review was conducted. The omnipod user's guide warns "test results greater than 250 mg/dl mean hight blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)", and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decrease, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."